Event description:
Pt had total knee replacement 3/9/95. Md placed 2 drains for the auto-transfusion septum. Md ordered on 3/10 for the drains to be removed. One removed easily, md had to remove other one. The second one broke on removal requiring the pt return to surgery for removal of the retained part of the drain.